Event description:
Customer alleges discrepant results with the meter. Results as follows: date: (B)(6) 2011, inratio results: 5.3, 3.8, and 4.3. Pt is experiencing rectal bleeding. Time between testing was minutes apart (less than five minutes). Pt's therapeutic range is: 2.5-3.5.

Manufacturer narrative:
Investigation pending.